Event description:
Spontaneous: pt's mom reports pt had a major bleeding event tuesday evening. Pt woke up with symptoms at night and had blood all over and in her tubing. They called 911. Blood was coming out of tubing where it was screwed on. Pt was getting light headed, had chest pain, was turning blue. ER switched tubing and resumed therapy. Patient was in hospital overnight after the tubing change and got stable. Central line change occurred. Pt stayed at hospital for monitoring for about 1 hour after the central line change. Patient has been stable since. Only issue mom reports is that she seems to have more blue lips more than she usually does. Rn that mom spoke to from md office said for now leave things as is. No other information provided. Unknown if patient is still taking letairis. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by pt/caregiver.